Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ cyst: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ pain: unable to observe. ¿ rupture/silicone migration: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "implants ruptured by MRI" "mammary cysts"- which are not device related. Healthcare professional later reported ¿pain on the breast and armpits¿ "small lymph nodes are also observable on levels 2, with silicone presence¿, and ¿axillas -lymphadenopathy¿, ¿signals compatible with lymphadenopathy due to silicone¿, and ¿perception of a nodule on the superolateral quadrant of left breast", " this is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, b6, d6(a), d6(b), h6.

Event description:
Healthcare professional reported left side rupture, silicone in lymph nodes, lymphadenopathy, pain in the armpits, nodules and "mammary cysts"- which is deemed not device related. The device has been explanted.

Event description:
Healthcare professional reported " implants ruptured by MRI" "mammary cysts"- which are not device related. This is for the left side device. The device remains implanted.

Manufacturer narrative:
Continued address e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cysts, rupture and migration.